Manufacturer narrative:
Additional information was received on november 23, 2017. Additional information was requested at complainant. Currently, no additional information is available. No trend considering the following event is identified: rasp got stuck. DHR review: the quality records indicate that the component met all requirements to perform as intended. Review of event description: event summary: it was reported that the rasp got stuck in the patient during surgery and therefore the surgeon had to perform an osteotomy to remove the rasp. Review of received data: no medical data such as surgical notes or any other case-relevant documents were received. Devices analysis no product was returned to zimmer biomet for in-depth analysis. The product location is unknown. Root cause analysis root cause determination using rmw : - instrument, breaks, deforms, diverge, or parts remain in wound. Due to inadequate design for intended performance not possible -> a systematic issue wi th design would have been detected as part of the issue evaluation assessment. - instrument, breaks, deforms, diverge, or parts remain in wound. Due to mechanical properties of material insufficient not possible -> a systematic issue with material properties would have been detected as part of the issue evaluation assessment. - damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. The instrument has not been returned for an investigation. - damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. The instrument has not been returned for an investigation. - instrument breaks or deforms due to off-label / abnormal-use => possible, as it cannot be excluded based on the available information. The instrument has not been returned for an investigation. Conclusion summary as the instrument has not been returned for an in-depth analysis, the complaint could not be confirmed and no exact root cause could be determined. The device history records (DHR) indicate that the released component met all requirements to perform as intended. Therefore it can be concluded that the device was according to product specification. Additionally, all dimensions which are necessary to ensure the functionality of the instrument have been inspected with a scope of 100%. Moreover, the product history has been reviewed and no additional events have been reported for this lot number. Therefore, a product failure is very unlikely. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer` s reference number of this file is (B)(4).

Event description:
It was reported that during a surgery on the patients` left side an avenir rasp with trunnion connection, 7 got stuck and caused a surgery delay of 60 minutes. The surgeon performed osteotomy to replace the broach with three cables before implanting the stem. The implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a avenirâ®, rasp with trunnion connection, 7 on the left side, got stuck and caused delay of 60 minutes. The surgeon performed osteotomy to replace the broach with three cables before implanting the stem. The implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.